Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and configuration files. The system operates as intended.

Event description:
The customer reported, the system displayed a "corruption of file system" error message. No pt injury was reported.